Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no known device problem was reported for this returned lead. Continuity testing passed. Visual inspection showed no abnormalities. The perforation allegation could not be confirmed by lab analysis, but was assigned cause known inherent risk of device. The conclusion code was selected based on the field report of perforation or pericardial effusion or cardiac tamponade - which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. The lead was explanted. No additional adverse patient effects were reported.